Manufacturer narrative:
(B)(4) b. Braun medical, inc. (The importer) is submitting this report on behalf of b. Braun (B)(4) (the MFR). This report has been identified as b. Braun (B)(4). According to investigation report dated (B)(4) 2008: device history log file checked. Therapy found. At time of event, the customer restarted therapy 4 times within 11 minutes. Visual inspection on pump revealed no abnormalities. Reported problem could not be duplicated. The function and the delivery accuracy was found to be within specification when device was tested in our quality laboratory.

Event description:
As reported by the user facility: customer informed (B)(4) health authority (B)(4). Description/translation of the incident out of the letter: in 2 cases, the patients were treated with the drug 'integrillin' with 12 ml/h after an acute heart attack. After approx. 1 hour treatment, the drug was infused in a continuous flow with maximum rate into the patients. The pumps alarmed 'too many drops' but the infusion could not be stopped. Both devices were switched off and decommissioned. The consequences for both patients are still not clear (potential increased bleeding). The drug 'integrillin' has a half life of 8 hours.